Manufacturer narrative:
Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed. During the visual inspection, the instrument was found to have thermal damage on the at the distal end of the main tube. Components adjacent to the main tube did not show damage. The complaint was confirmed by failure analysis. A review of the instrument log for the instrument associated with this event was attempted. However, the search did not return any results for the instrument's usage history. The last use was on (B)(6) 2025 which does not match the reported event date which is (B)(6) 2025. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgery, the cadiere forceps became hot causing an eschar formation on the patient body. There was procedure delay of less than 15 minutes and the procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did receive the cadiere forceps instrument to perform failure analysis; however, the failure analysis evaluation has not been completed. The cadiere forceps is a non-energized instrument. There was insufficient information for instrument log review.